Event description:
It was reported that the patient with this pacemaker had a cardioversion procedure. Right after the procedure, the physician noticed that the patient had an approximately five seconds pause. Technical services (ts) was consulted and indicated that this could have been due to the stunning of the heart or anesthesia after the procedure, which would cause it to be unable to respond to pacing. This would lead to oversensing and under pacing. The physician increased the output as a precaution and the issue was resolved. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had a cardioversion procedure. Right after the procedure, the physician noticed that the patient had an approximately five second pause. Technical services (ts) was consulted and indicated that this could have been due to the stunning of the heart or anesthesia after the procedure, which would cause it to be unable to respond to pacing. This would lead to oversensing and under pacing. The physician increased the output as a precaution and the issue was resolved. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker has been explanted due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.